Manufacturer narrative:
The log file of the affected device was analysed in regard to the reported event. Based on the analysis of the log file the reported event could be verified. The log file analysis revealed that the device performed several warm starts on 29th of december 2023. Based on the log file entries, the warm starts were due to a defective cartridge valve/mixer cartridge that caused the operating voltage to temporarily collapse. The unit attempted to correct the fault by performing warm starts until it was turned off by the user. As a result of the collapsed supply voltage, the display froze and could no longer be operated. During a warm start, evita 4 opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm and the display goes dark. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. The device has behaved as specified and alarmed a detected internal deviation and attempted to correct it by warm starts until the device was switched off. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device had a failure. There were no health consequences for the patient reported.